Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor was not able to connect with the flowmeter. No patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number provided is not a valid lot number. No corrective actions can be implemented due to the lack of device sample and an invalid lot number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed.

Event description:
The customer alleges that the adaptor was not able to connect with the flowmeter. No patient injury.